Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the a2009 ultra 360 patient positioning system was returned for evaluation. Device history record: the DHR shows no abnormalities related to the reported failure. Failure analysis: unit received with the upper and lower handles are out of adjustment. Both shock cushions was replaced due to wear. Root cause: the reported complaint was confirmed from the evaluation. Unit received with std. Adaptor and not the tri-star adaptor. Evaluation showed that the upper and lower handles are out of adjustment. Both shock cushions was replaced due to wear. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold handle on the ultra 360 patient positioning system (a2009) compresses easily and does not have resistance to it. The round compression area where the clamp attachment goes into is tight and attachment cannot be inserted. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.